Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2016 due to four (4) broken screws and infection. On (B)(6) 2016, the patient was originally implanted with three (3) plates (including a long plate) and twelve (12) screws due to a left tibial pilon fracture. On an unknown date it was discovered that there were four (4) broken distal screws in the long plate. On (B)(6) 2016, the three (3) plates and all screws were removed. The surgery was successfully completed; all fragments were easily removed and there was no surgical delay. The patient was being treated with intravenous antibiotics and antibiotic cement beads. On (B)(6) 2016, bone graft from the tibia was collected with the reamer irrigator aspirator (ria) and implanted in the distal tibia; and a different, longer plate and screws were implanted. The surgery was successfully completed and the patient outcome is unknown. This report is 13 of 15 for (B)(4).